Event description:
A pt reported experiencing inaccurate errataic results wtih a lifescan meter. The pt's blood glucose results were 208, 178, 137 mg/dl. Tests were done within 11-20 minutes with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.